Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during the archive data review, but not during the functional testing. The ua07 error was not reproduced during the functional testing, and the autopulse platform functioned as intended. Nevertheless, the load cells were replaced as a preventive measure, as they may have had intermittent technical problems that could not be directly identified during functional testing. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2010 and is over 15 years old. The archive data indicated multiple occurrences of ua07 on the reported event date, confirming the reported complaint. The autopulse platform passed functional testing and load cell characterization test without error or fault. The ua07 error was not reproduced during the functional testing, and the autopulse platform functioned as intended. The load cells along with the load amplifier board will be replaced as a preventive measure to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform (sn (B)(6) for investigation. A follow-up report will be submitted once the product is returned, and the investigation is completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(6) was deployed to resuscitate a 60-year-old male patient in cardiac arrest. Upon powering on, the autopulse platform displayed user advisory 07 (discrepancy between load 1 and load 2 too large), and the error persisted. The device was on an almost flat surface, and the patient was correctly aligned, but the error persisted. The crew switched to manual CPR and used the ambulance service lucas when it arrived on scene. However, resuscitation was unsuccessful, and the patient was pronounced dead. According to the customer, the patient's death was not directly related to the autopulse, but it led to interruptions in chest compressions. Back at the customer's site, the crew rechecked the autopulse platform on a flat surface with no weight on it. The platform displayed ua07 with the usual instructions (pull up lifeband, check patient alignment, and press restart). Ua07 persisted when tested with weight. The customer suspected that the load sensor under the load plate cover had malfunctioned. The customer pressed the load plate cover firmly on one side, and the platform started to function. The platform then displayed ua02 (compression tracking error), which cleared after the customer pulled up the lifeband. It then operated normally. The customer tested the platform in 30:2 compression mode with a manikin for 20 minutes; it worked fine, but then stopped again, showing ua07. The error could not be cleared afterward.